Event description:
It was reported that the pt underwent a pelvic floor repair procedure in 2004. Post operatively, the pt developed a mild urinary tract infection. The pt was treated with furadantine for 3 days and augmentin for 7 days. The event was resolved in 2005.